Event description:
A pt with a ptt value in the 30's showed no therapeutic value or rise in ptt over a period of 36 to 48 hours of heparin therapy. The pump was examined by hosp biomedical personnel and found to function satisfactorily. It was observed that the fluid level in the IV containers showed some discrepancies with the volume that should have been infused, but no measurements were performed. The reporter indicated that no clinical event occurred. The pt simply was not responding to the infusion.

Manufacturer narrative:
Rec'd one used set with its piercing pin air vent and air filter clogged with dried solution. After flushing the piercing pin air vent and replacing its air filter, the set was functionally tested in a pump for one hr at a delivery rate of 125ml/hr. After one hr, 126.86ml were delivered without the occurrence of any pump alarms during the eval. Could not duplicate the reported complaint condition.